Event description:
Kit components damaged or out of spec; reportedly, after having inserted the introducer, air was drawn back through the side arm. Physician feared a pneumothorax and inserted a thoracic drane for nothing finally, since it looked more like a valve problem. It was further stated that the hospital completed an accident report and alerted the family. It was reported that a serious incident had occurred.

Event description:
It was reported that the device was wasted. In 2009, (through follow-up with the health-care provider), it was learn from the operative report of 2009, that "while lowering the valve and tying the sutures we realized that one of the strips was mispositioned and was in that thick septal tissue. Therefore, we removed the valve and inserted a new percardial tissue valve size 27." This was an unsuccessful valve replacement.

Manufacturer narrative:
Customer report was not confirmed. Only the introducer was returned. Leak testing was performed at 300mmhg water and no leakage was observed with or without the catheter inserted. All internal componets were examined and no damage was found.